Event description:
During the procedure, the shaft of balloon catheter broke after dilation with 16-18 atm at first use. The procedure was prolonged about three hours. The dilation catheter was used for post-dilation of a drug-eluting stent implanted in the right coronary artery. During first inflation, the shaft of the device broke into two pieces. The proximal segment was easily retrieved. The distal segment was retrieved by using a special retrieving system (loop). The procedure was successfully completed by using a different, non-empira balloon.

Manufacturer narrative:
Manufacturing records were reviewed and there is no objective evidence to suggest that the device may have been released with non-conformities related to the nature of this complaint. The device met specifications prior to investigation. The device is expected to be returned to creganna-tactx, but has not yet been received ((B)(4)).